Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). A partial UDI is reported because the lot number was not provided. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects; however, the treatment appears to be related to the operational context of the procedure. The reported patient effects of angina and restenosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience alpine stent referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure today the patient was re-admitted due to prior complaints of angina and the angiography revealed restenosis in the mid section of both 2.75 x 38 mm xience alpine stents in the mid and distal calcified right coronary artery (rca) which were implanted (B)(6) 2014 without reported issue. There was no thrombosis present. The vessel was treated from distal up to the ostium with 4, 3.0 mm non-abbott drug eluting stents. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.